Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed stuck button and had a black screen. Customer reported that the insulin pump button was not pressed down for 3 minutes or longer and insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. All buttons function properly and the j2 connector on pcba 1 was not unlocked during visual inspection, however moisture damage noted on keypad traces. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, severe corrosion on all electronic assemblies, corrosion on force sensor assembly, moisture damage on motor home switch and severe corrosion in battery tube.